Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned neurovascular procedure which was completed as planned after the system was restarted. No patient or user harm was reported. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting indicated that the mother card of the host pc was defective and was unable to detect the hard disk drive (hdd). The fse replaced the host pc and the power distribution unit (pdu) and reinstalled the license key. After these repairs and replacements, the system was returned to use in good working order. The power supply was returned for analysis and analysis found no failures with the power supply. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem starting the host pc. No harm has been reported to philips.